Manufacturer narrative:
The insulin pump was received with motor error alarms. The insulin pump also failed the displacement test due to a corroded motor home switch.

Event description:
The customer called to report a motor error alarm during the rewind. The customer stated that when he tried to rewind the insulin pump, the piston moved forward instead of moving back into the insulin pump. Nothing further was reported.